Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number.   Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, after the iol was implanted into the patient's eye, the doctor noticed a marking on the lens. The surgeon was unsure if it was a scratch mark or a forceps mark. The iol was removed and replaced with a new lens to complete the procedure. The patient is doing well.

Manufacturer narrative:
Product evaluation: the lens was returned placed under the sheet of adhesive surgical product. The assembled lens case was also returned in the opened carton. Viscoelastic was dried on the lens. The optic has been cut into two pieces, typical in appearance to damage created when removing a lens from the eye. The optic edge was split and a scrape mark travelled onto the anterior optic surface. The optic portions have areas that are cracked. Product history records were reviewed and documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge, handpiece, and viscoelastic. The forceps used to load the lens into the cartridge were unspecified. Root cause: the reported lens damage was observed. The optic has been cut into two pieces, typical in appearance to damage created when removing a lens from the eye. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met manufacturers release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Information was provided in the file that the surgeon is unsure if it is a scratch mark or a forceps mark. Surgeon decided to explant the lens and implant a new lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Qualified associated products were indicated. The manufacturer internal reference number is: (B)(4).